Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at third party service center, a ventilator inoperative condition occurred. The devices blower assembly was replaced to address the issue.